Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing the cartridge from the pump. Reportedly, customer was able to successfully remove the cartridge and load a new one to resolve the issue. Customer's blood glucose (bg) level was "high" (specific bg value was not provided). A manual injection was administered to address elevated bg.